Event description:
In 2005, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. No endoleaks, aneurysm enlargement, or other complications were noted at the last follow-up exam, which was on an unknown date in 2007. In 2009, the aneurysm ruptured, and the patient underwent emergent repair with a surgical graft. The patient is hospitalized in stable condition with no further complications. The physician attributed the rupture to a type ii endoleak from a lumbar artery.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Aneurysm rupture due to a type ii endoleak. Additional devices pcx141200, pxa280300.